Event description:
Patient had a right total hip arthroplasty approximatly 1 month ago. Patient came in for hip revision surgery. At the time of the revisonal hip surgery, a broken screw was found in the acetablulum. A portion of the broken screw was removed and a portion was embedded in the bone and remains in place. The liner and cup were removed intact and replaced. When the screws were initially implanted there were three screws implanted. Information on all three screws will be listed on this report.